Event description:
It was reported that pump battery would "only charge to about 75 percent". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.